Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number? Does the surgeon believe that ethicon products (vicryl, prolene and ethibond sutures) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl, prolene and ethibond sutures) involved? Patient demographics? Citation: journal of surgical research (2018); 232: 26-32. Doi: https://doi.org/10.1016/j.jss.2018.05.022. (B)(4).

Event description:
It was reported via journal article: "title: outcomes after laparoscopic gastrostomy suture techniques in children". Authors: cameron a. Mason, bs, david e. Skarda, md, and brian t. Bucher, md. Citation: journal of surgical research (2018); 232: 26-32. Doi: https://doi.org/10.1016/j.jss.2018.05.022. The goal of this study was to determine if a particular gastrostomy suture technique resulted in an increased risk for the development of postoperative complications or resource utilization. The authors described the techniques used among the cohort and compare the rate of complications among each technique after laparoscopic gastrostomy tube placement. This retrospective cohort analysis involves 682 patients (mean age: 3.1±4.8 years) who underwent laparoscopic gastrostomy placement during the study time period of 2012 to 2016. Of the patients in the cohort, 301 patients (153 male; mean age: 2.95±4.7 years) had subcutaneous sutures placed (subcutaneous group) and 381 patients (178 male; mean age: 3.03±4.6 years) had temporary sutures (temporary sutures). In the subcutaneous technique, the sutures are tunneled subcutaneously out the site of the future gastrostomy button. The gastrostomy button is placed via a seldinger technique. Temporary fixation involves either securing the traction sutures over the wings of the gastrostomy button for a period of 24 to 48 h postprocedure or the sutures are removed in the operating room immediately after insertion of the gastrostomy tube. In the subcutaneous group, the sutures are secured to the fascia through the gastrostomy wound and left to spontaneously dissolve. Prolene suture (ethicon), vicryl suture (ethicon) and ethibond suture (ethicon) were used in the subcutaneous group, whereas, prolene suture (ethicon) and vicryl suture (ethicon) were used in the temporary group. Reported complications in the subcutaneous group included tube dislodgment (n-?) In which the patients returned to or for reoperation and other were replaced at the bedside by medical providers or at home by the patients¿ caregivers, gastrostomy-related readmission to the hospital (n-?), gastrostomy-related reoperation (n-?), stitch abscess (n-?), and surgical site infection (n-?) In which the patients were readmitted to the hospital reported complications in the temporary group included tube dislodgment (n-?) In which patients returned to the or for reoperation and others were replaced at the bedside by medical providers or at home by the patients¿ caregivers, gastrostomy-related readmission to the hospital (n-?), gastrostomy-related reoperation (n-?), stitch abscess (n-?), and surgical site infection (n-?) In which the patients were readmitted to the hospital in conclusion, children undergoing subcutaneous absorbable suture placement during laparoscopic gastrostomy are at an increased risk for developing a major complication within 30 d of the procedure. Consequently, the authors do not support the use of subcutaneous sutures during laparoscopic gastrostomy tube placement in pediatric populations."